Manufacturer narrative:
H10 - complaint is not applicable. It was later indicated that the issue occured prior to surgery and the icl surgery was aborted. Surgical and procedural factors likely contributed to this situation. There is no complaint with the lens. Disregard initial MDR. Claim#:(B)(4).

Event description:
The reporter indicated an implantable collamer lens was implanted into the patient's eye. Reportedly, "iris coming to paracentesis right at the beginning of the case."

Manufacturer narrative:
A4-a6:unk. B3: unk. D4 (expiration date); unk no serial number reported. D6a: unk. H4 (device manufacturing date): no serial number reported. Claim#(B)(4).